Manufacturer narrative:
The subject device was not returned for manufacturer evaluation. The DHR was reviewed for the subject device and it is unlikely that the device caused this event. The reported non-union and pseudoarthrosis are possible side effects if the patient is not an ideal candidate for this type of surgery. (Smoker, obese, chronic illness, etc.)

Event description:
It was reported that the subject device did not form a union with the bone. CT scans at 6 & 11 months showed pseudoarthrosis.